Event description:
It was reported during use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, (B)(4) samples were underfilled. Patients had to be recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. (B)(4) retention samples from bd inventory were visually inspected with no issues observed. Additionally, (B)(4) retain samples were functionally tested for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.